Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient wore the sensor beyond seven days, which is misuse of the device. The product was evaluated. A visual inspection was performed and found that the sensor wire was missing from the sensor pod and seal carrier. The reported event of a missing wire was confirmed. A probable cause could not be determined.